Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flow opening and one opening assessed as surgical damage . No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "rupture" of a saline implant. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" of saline implant aka deflation.

Event description:
Healthcare professional reported "rupture" of a saline implant. This record is for the right side. Device was explanted and replaced.